Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirmed the clinical observation reported as based on normal resistance measurements, and inspection that showed no conductor issues on the segment of lead returned. Further, no problem detected conclusion code was based on analysis found no evidence of defect , malfunction or damage outside the bounds of normal medical use. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.